Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion third party service technician is currently evaluating internal battery. A follow up will be submitted with results of investigation.

Event description:
The customer reported model lap top ventilator 1150 battery will not charge. The customer stated there was no patient involvement.